Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. The patient was treated with injection of vancomycin (1gm, ongoing, route, frequency not reported) and magnova injection (ongoing, dose, route, frequency not reported) for peritonitis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. On an unknown date, pd therapy was discontinued. On an unreported date, the pd catheter was removed and patient shifted to hemodialysis twice a week. No additional information is available.